Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53-software error detected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error and complete rewind if requested. Fill cannula delivery test was completed and confirmed as recorded in daily history. Error table did not indicate that pump should be replaced. Pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed displacement test and self test. No relevant alarms noted during testing. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool, pump error 53 was noted four times from 08/09/2024 at 05:09:35 hour through 08/10/2024 at 05:06:35 hour. (File number: 25996/line number: 24578). Per software engineering log, pump error 53 was triggered due to exception on main mcu. Proceeded by cutting the unit open and performing a visual inspection on electronic assembly and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assembly during visual inspection. Isolate to electronic assembly. Unit was received with broken belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, pillowing keypad overlay, cracked keypad overlay at select button and cracked case on battery side. In conclusion, critical error (pump error 53) was noted several times in adapt history files. Pump error 53 was triggered due to exception on main mcu, per software engineering log. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.